Event description:
Boston scientific received information that a new pace/sense lead was implanted due to previous sensing issues with the right ventricular (rv) lead. Currently, there are low out of range shock impedance measurements. Insulation damage was suspected. The field representative recommended that a revision be performed. The account indicated they would contact the field representative if our product was being used for the revision/replacement. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.